Event description:
It was reported that, "the patient complained of a "sore" knee, he had a tka 1 year ago. Upon visual examination, swelling was observed. He had a bone screw done which came back "hot" on the medial side of the tibia. The results suggested a loose baseplate, which this surgeon has already had a couple of. He went ahead and revised the tibia replacing the components with a 5560-s-212, 5521-b-500 and a 5532-6-513. The surgeon felt the case went well."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.